Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a polypectomy procedure on (B)(6) 2012. According to the complainant, when the physician extended the snare from the sheath, it was noted that the loop was twisted near the tip: "other small loop was being formed at 2-3mm from the distal tip by twisted loop". No other damage was noted. The procedure was completed with another sensation micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the loop was burnt; therefore, this is now an MDR-reportable event.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) for the reported event: loop burnt. Investigation results: visual evaluation of the complaint device found the loop to be twisted; however, the loop was crimped to the cannula as per manufacturing specifications. The tip of the loop was also found to be burnt. Functional inspection found the unit extends and retracts as per manufacturing specifications. The condition of the returned device was consistent with the complaint that the loop was twisted; the complaint was confirmed. It is likely that anatomical/procedural factors encountered affected the device integrity and performance; therefore, the most probable root cause for this incident is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.